Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 504 mg/dl. Customer advised to check blood glucose which was 502 mg/dl and then after some time it was 508 mg/dl. Customer declined troubleshooting of the high blood glucose. Customer advised to contact healthcare professional to review insulin and back-up plan. The insulin pump will be returned for analysis.